Event description:
It was reported the physician was implanting a 30mm gore® helex® septal occluder to close an atrial septal defect. Upon release of the device imaging showed an unequal deployment of the device. Part of the left disc was deployed on the right side of the septum. The physician decided to leave the device in place. One day post procedure, the device embolized. The device was removed with a snare. A 35mm gore® helex® septal occluder was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed.